Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femur at the bone to implant interface. X-ray's showed medial femoral collapse, upon inspection the surgeon found the femur was loose and only fibrous tissues on the press fit sigma femur. Patient has never been happy with their knee. The surgeon left the rp tray in place, revised femur, and left the patella. Doi: unknown; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint:(B)(4) investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.